Event description:
It was reported to st. Jude medical that the lead and concomitant ICD were explanted due to noise and aborted charges. During device interrogation, an error message was displayed stating that possible damage to the output stage had been detected. During a second attempt to interrogate the device, noise was displayed on the egms as well as aborted charges. It was also reported that the pt had been firing a shotgun and using the weapon on the same side of the body as the implant location.